Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the suction irrigator instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken tip. The broken tip was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip broke off from the suction irrigator instrument and fell inside the patient. The fragment was retriever same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use. It looked normal. The surgeon was unsure what caused the break. The instrument was in use on and off for about 6 hours before it broke. Surgeon didn't notice any issues with the functionality of the instrument. Does not believe the instrument collided with any other instruments. The fragment was retrieved by the surgeon using his other arms to pick it up. No additional surgical procedure was required to retrieve the instrument. No x-ray was performed because they were able to retrieve all the fragments. To their knowledge the patient has not returned to the hospital due to complications from the fragment.